Event description:
Ivc filter, removable, deployed in 2005 due to risk of dvt/pe. Filter tipped as it deployed. Attempted removal 4 months later, showed that tip of device had migrated thru wall of ivc and this filter could not be removed. Follow-up film in 2007 shows filter position to be unchanged from removal attempt.